Event description:
Silimed oval/round double chamber tissue expander was implanted on (B) (6) 2007. On (B) (6) 2007, a complete deflation fo the posterior chamber of the tissue expander was observed for the left breast. As a result, the tissue expander was explanted on (B) (6) 2007 and replaced with a new silimed tissue expander.

Manufacturer narrative:
A review of manufacturing records shows that the implant met all the specifications at the final inspection. After the problem occurred, the device was inspected by the manufacturer and no technical abnormalities were observed. The implant shell presented a tear and a small hole, located in the smaller chamber. Valve function and integrity testing met all specifications, indicating that the valve of the expander did not leak. The result of the analysis and the customer's information were not enough to explain what might have caused the problem. However, holes and tears of similar characteristics could be caused by injection needles while adding saline to the tissue expander. Note: this complaint was reviewed in connection with a review of the complaint files undertaken when investigating a recently received complaint (report # 1651189-2008-00007), and was determined to be MDR reportable.